Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported a gradual return of symptoms about a year ago. They added that they went to see their healthcare provider (hcp), but was redirected to another hcp. After waiting for a period of time, the patient left the appointment. The patient would like to have the device removed or find an hcp that knows about the therapy. They will consider going back to the hcp. The patient added that therapy was working fine then just stopped controlling their symptoms. They note that stimulation is on and they've had reprogramming in the past. The patient added that they can't get to the bathroom in time and they are going fourteen times a day on a good day; their hcp noted this was normal. Patient responded to a letter. When asked, they said explant/replacement is not scheduled or planned; they need to schedule another appointment. When asked what caused the gradual return of symptoms, the patient indicated that they believe their implant is not working like it should and the hcp said to try botox. The patient indicated that life has been busy. No further patient complications have been reported as a result of this event.